Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra mini meter displayed the error 2 message. On october 7, 2009, the medical surveillance specialist (mss) spoke with the patient's daughter to obtain additional information included below. The daughter provided the following information: the patient takes lantus and novolog insulin daily. She adjusts the novolog insulin by sliding scale. The daughter did not know when the patient last tested her blood glucose or took insulin prior to the time of concern. The patient attempted to test her blood glucose on the morning of two days prior to report, and could not get a reading. She called her daughter to get her assistance around 10:00am. The daughter attempted to test the patient with the subject meter and received an error 2 message. During the time, the daughter was there the patient became less coherent and was jerking. The daughter called ems. Emt's arrived and tested the patient with their meter; the result was reportedly 29 or 30 mg/dl. The patient was conscious and able to be treated with juice and oral glucose. She was not taken to the hospital. According to the daughter, the emt's also attempted to test the patient with the reported meter and received an error 2 message. The cca noted that the error 2 issue was not resolved with troubleshooting. The patient's products were replaced. This complaint is reported because the reporter claims the lfs meter displayed the error 2 message and the patient was unable to test her blood glucose. Afterward, the patient became less coherent, a low blood glucose result was obtained by emt's, and the patient was treated with juice and oral glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.